Event description:
The user in (B)(6) reported, the one touch verio iq meter was giving an unspecified error message; the patient was unable to provide the specific error message obtained. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the error message issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow up # 1/supplemental report text- 11/30/2012: the lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The patient reported an unspecified error message; no error messages occurred during testing of the meter, therefore the returned meter passed testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow-up #2 (submission 12/04/2012)-additional information: lifescan completed device evaluation on the returned meter on (B)(4) 2012. Investigation confirmed the alleged error message in the meter's error log; however, the error message was not reproducible during testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.